Manufacturer narrative:
Per the tandem user guide: "you must enter your transmitter ID correctly into your pump to receive sensor glucose readings." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. Reportedly, the customer entered the transmitter ID number incorrectly. The transmitter ultimately regained connection with the pump after the customer entered the correct transmitter ID number. No additional patient or event information was available.